Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The sterilization record was reviewed and all tests passed. A nonconformance was opened on (B)(6) 2024, due to failed post sterilization inspection (thermocouple calibration/verification). The thermocouple calibration/verification was not performed prior to sterilization of pumps on (B)(6) 2024. The thermocouple verification was performed successfully on (B)(6), 2024. The non-conformance had no impact on the final device. A representative from intera oncology medical affairs analyzed the complaint information and concluded that there is no medical indication that the adverse event of fistula as reported is related to the pump itself. While additional information regarding the surgical procedure would have been helpful, this is most likely related to an event encountered during surgery rather than related to the pump or pump therapy.

Event description:
Intera oncology received a complaint report of a patient whose pump was implanted on (B)(6) 2025. During implantation, also had primary resection, diverting loop ostomy and the surgeon's noted difficulty with vascular access intraoperatively. The patient went to the emergency room on (B)(6) 2025, with fever and to have blood cultures for e coli bacteremia. The patient had an indwelling stent that was switched out without improvement of symptoms. The physician noticed the end of the catheter was outside the porta with air on CT. The pump study was completed which showed perfusion only to bowel without any to liver. The physician originally assumed a fistula to duodenum; ir was going to stent across the common hepatic but then the physician did a pump angiogram which showed contrast that went to the bile duct before the duodenum and diagnosed the patient with a bile duct fistula instead. On (B)(6) 2025, the gi placed a covered stent to occlude the fistula, and the physician removed the pump and catheter. The physician completed an angiogram which showed no remaining connection to the celiac. Per physician report, the patient is now without fevers and blood cultures are negative.

Event description:
Intera oncology received a complaint report of a patient whose pump was implanted on (B)(6) 2025. During implantation, also had primary resection, diverting loop ostomy and the surgeon's noted difficulty with vascular access intraoperatively. The patient went to the emergency room on (B)(6) 2025, with fever and to have blood cultures for e coli bacteremia. The patient had an indwelling stent that was switched out without improvement of symptoms. The physician noticed the end of the catheter was outside the porta with air on CT. The pump study was completed which showed perfusion only to bowel without any to liver. The physician originally assumed a fistula to duodenum; ir was going to stent across the common hepatic but then the physician did a pump angiogram which showed contrast that went to the bile duct before the duodenum and diagnosed the patient with a bile duct fistula instead. On (B)(6) 2025, the gi placed a covered stent to occlude the fistula, and the physician removed the pump and catheter. The physician completed an angiogram which showed no remaining connection to the celiac. Per physician report, the patient is now without fevers and blood cultures are negative.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The sterilization record was reviewed and all tests passed. A nonconformance was opened on (B)(6) 2024, due to failed post sterilization inspection (thermocouple calibration/verification). The thermocouple calibration/verification was not performed prior to sterilization of pumps on (B)(6) 2024. The thermocouple verification was performed successfully on october 29, 2024. The nonconformance had no impact on the patient's condition.